Event description:
Philips received a complaint on the v60 ventilator, indicating that there was an alternating current (ac) power problem. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed a remote service engineer (rse) on (B)(6) 2024 that they had replaced the power supply due to an ac power problem. Good faith effort (gfe) attempts are being completed to obtain clarification on the ac power issue, obtain the event date of the ac power issue, and clarify if the device was in or outside of clinical use at the time of the event. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain clarification on the ac power issue, obtain the event date of the ac power issue, and clarify if the device was in or outside of clinical use at the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.